Event description:
A customer reported a high blood glucose level. There was no specific blood glucose value provided, only that it was displayed as "high." Cause was not known. The customer took corrective action by administering a correction injection manually, indicating that the customer did not need further assistance or system checks.